Event description:
It was reported that pump displayed malfunction code 24 with associated fault ID 24-0x2219 and could not be reset, with no notable events occurring before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed warranty and shipping details, provided instructions for storage mode and pump return, and arranged shipment of replacement pump, advising customer to return problematic pump within 10 days and to program pump settings and connect cgm on replacement pump.